Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Left hip revision due to loose femoral component based off of patient pain and x-ray. Explants sent to (B)(6) for (B)(6) study.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative report and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Left hip revision due to loose femoral component based off of patient pain and x-ray. Explants sent to (B)(6) for implant retrieval study.